Event description:
Unit manager (um) reports "many" incidents of blood leaks, in the past 2 to 3 weeks, with CT 190g dialyzers. Two identified blood leaks occurred on reuse numbers 7 and 9. The leaks were noted by audible blood leak alarms and confirmed by hemastix test strips. Blood loss of 250cc per incident was due to the extracorporeal blood not being returned to the pts. Treatments were discontinued and resumed with new disposables and completed without further incident. Um reported that there were no pt injuries or medical interventions associated with these incidents.